Manufacturer narrative:
Date is approximate. The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional, via a manufacturer representative, regarding a patient with an implantable neurostimulator (ins) for spinal pain and cervical radiculopathy. It was reported that the patient had a fractured lead. The patient described a change in stimulation pattern after a traumatic fall that happened a few months prior to the report. An x-ray confirmed and it was planned to have the neurosurgeon remove the system including the fractured lead tip. It was noted that the issue was not resolved at the time of the report. No further complications were reported/anticipated.

Event description:
Caller stated it was confirmed through imaging done today that pt has a "fractured contact" from a previous lead left in the cervical spine. Caller is inquiring if pt can have MRI.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: product type lead product ID (B)(4) lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(6)2018 product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the manufacturer representative (rep) told them that they were sending the device back after their revision on (B)(4) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the healthcare provider replaced the fractured lead and the ins on (B)(6) 2018. No further complications were reported or are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type lead product ID 977a290 lot# serial# (B)(4) implanted: 2014 (B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that one of their leads broke loose. The patient stated that in 2017 (B)(6) they noticed that their stimulation was working on and off. It was reported that their doctor did an MRI and discovered that their lead broke at the metal part of the lead and it had moved and was wedged near the base of the brain stem. The patient¿s doctor was not willing to remove it and the patient was referred to a neuro surgeon who was not will to remove it because of its position. The patient stated the they were scheduled for a revision on friday 2018 (B)(6). The patient wanted to know if this happened often and if the manufacturer would assist in paying for any of the procedure. It was indicated that no traumas/falls/emi activity was related to this issue which conflicts with the previous report. The revision has not yet occurred, but is planned for 2018 (B)(6). The event occurred in 2017 (B)(6). No further complications were reported/anticipated.